Event description:
It was reported that the scope is bent, causing that no light is coming through. There was a backup device available and no patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope is bent causing no light. A visual inspection was performed and showed the outertube is severely bent with cracked internal lenses. This damage is caused by excessive force applied to the outertube. Further evaluation showed distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.